Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the malfunction (02 input test failed) occurred during preventive maintenance in service software mode after that the ventilation device was not being used for 6 months. The alarm was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement while it occurred during preventive maintenance. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the malfunction (02 input test failed) occurred during preventive maintenance in service software mode after that the ventilation device was not being used for 6 months. - the alarm was observable both visually and through hearing. - this malfunction was reproducible. - there is no patient involvement while it occurred during preventive maintenance. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.